Event description:
The patient contacted animas on 03/05/2012 reporting that the pump cancelled bolus warning was occurring 30 minutes after the bolus was cancelled. The patient stated that this did not happen with every cancelled bolus. The patient reviewed the bolus history and stated that all of the cancelled boluses were cancelled by the meter remote. Customer support walked the patient through disconnecting from the pump and performing an air bolus which was cancelled and the pump correctly alarmed right away. The pump is being returned for further investigation. This report is made based on the allegation that there was a delay in the pump notifying the patient of the cancelled bolus.

Manufacturer narrative:
(B)(4): the meter remote was not returned with the pump. The black box download verified that boluses were aborted from the meter remote on (B)(4) 2012. The returned pump was paired with a test meter. A 10 unit bolus was programmed and was cancelled from the meter remote and the pump and meter alarmed and displayed the appropriate message "bolus delivery cancelled by button press".

Manufacturer narrative:
The patient was contacted on (B)(4) 2012. The patient reported wearing the pump under clothing around the waist. The reporter stated that it was possible that the warnings were not noticed or heard. The patient was advised that the pump warning would escalate to a louder volume and would vibrate at 30 minutes. The patient also reported that doing the bolus with the meter remote, she puts the meter remote away prior to the bolus being completed. The patient was advised that any button press would cause the pump to cancel the bolus which may have been the issue. The patient confirmed understanding and stated that going forward she would watch the bolus deliver prior to putting the meter away and change the pump warning volume to high.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.